Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with capture management. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later found that the device was reprogrammed. It was additionally noted that the ventricular capture management would not successfully run so it was set to 'monitor only'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) software was updated. Follow-up was attempted to obtain the relevant information, however no additional details are available at this time. This event is being conservatively reported in an abundance of caution. The device remains in use. No patient complications have been reported as a result of this event.